Event description:
The lead was implanted on (B)(6) 2007 and explanted on (B)(6) 2012. Impedances were high> 2000 ohms. Threshold was> 7.5v@2.0ms. The procedure took place at (B)(6). The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).